Event description:
It was reported that in an l4-5 tlif case performed on (B)(6) 2026, we had both l4 screws miss, up superior into the disc space. We used e3d to do an auto-registration intra op spin. L4l was the first screw. When durapro was brought in, it showed on trajectory, but already to depth in the body. I alerted the surgeon that looked wrong, he said the patient had very poor bone and pushed pretty hard on the drill. I had him move the arm to l5, and then bring in durapro to see if there was an accuracy issue. He touched bone and confirmed on the screen that it was correct alignment. We went ahead and dropped all 4 screws. L4 screws were showing accurate instrumentation , but the surgeon admittedly said that the skive meter was alerted due to him putting counter pressure on the driver. After screws were placed, we took flouro shots and both l4 screws were far off of the plan. We removed, and then took the nav dilator and stuck that thru the mas reduction screw in both sides, at l5. Navigation looked accurate. Tried to adjust the screw plan at l4 and went again with tap, awl. Instruments followed right where we had planned. Left the tap in, and took a flouro shot. Image was correct on screen, but the tap was in the superior disc space. Bailed on the robot arm and used jam shidis to replace the l4 screws. The surgeon still used nav durapro, and insisted that the nav was correct to what he was seeing during his discectomy. Case was completed successfully.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.